Event description:
It was reported the insulin pump alarmed button error. Customer¿s blood glucose level was 156 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump has stripped battery cap at coin clot area, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).